Manufacturer narrative:
Suspect product returned for evaluation. Other than battery compartment having some corrosion, device appeared in good physical condition. All functions were tested and worked properly. All test results came in range. No failures were detected.

Event description:
Pdc received a call on (B)(6) 2012 reporting medical intervention. Date not provided to pdc, but patient said the time was around 04:00 pm. Patient stated getting a reading of 530 mg/dl on his prodigy meter and going into a diabetic coma. He reported that someone called medics and he was transported to the emergency room. Medical/emergency room readings was not reported to pdc, so it is unknown whether the patient experience hypo or hyperglycemia. Treatment and duration of stay was also not reported to pdc. Patient reported being sick and unable to provide more information. Pdc sent a replacement and prepaid envelope requesting return of suspect product (s).